Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The device was not in use on a patient at the time of the event, there was no patient involvement.